Event description:
It was reported that during a ptca treatment procedure involving intervention of the diagonal artery with the kissing balloon technique, the wire broke during removal. The entire system was removed without incident. No patient injuries or complications occurred. Same case as MFR. Report # 6000130-2003-00005.